Event description:
End-user who has been using product for years, reports irritation to peristomal skin for about three (3) weeks. End-user also reports that he has tried powder and crusting, and has been using paste but is still having leakage and irritation around stoma located under wafer's mass.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. Stoma measurements was reviewed with end-user, and product samples were sent. End-user was instructed to notify convatec if issue persists. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.